Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported erratic blood glucose (bg) levels. The reporter claimed that on (B)(6), the patient went to a health care professional (hcp) appointment and some of the pump's settings were adjusted. Since (B)(6), the reporter claimed that the patient's bg's had been fluctuating from the "60 mg/dl range" to "283 mg/dl". The patient reportedly had several lows of "80-90 mg/dl" with symptoms of shakiness. According to an hcp, the reporter claimed that the patient's pre-bedtime bg level is supposed to be "125 mg/dl" or higher. The "other night," the reporter checked the patient's pre-bedtime bg level and got a result of "123 mg/dl." The reporter claimed that the pump calculated a correction of "0.8 units." She did not feel as though this made sense since his bg target for the night is supposed to be higher than "123 mg/dl." Upon review of the pump, the reporter noticed that the pump was incorrectly set to "5:08 am" instead of "5:08 pm." The reporter corrected the pump's time of day. She was not sure if the pump's date/time was changed at the hcp office or if it was incorrectly set during the initial setup of the device in (B)(6). The reporter noted that it would make sense that the patient's bg levels would be affected if the pump's time of day setting was incorrect. The reporter denied that the patient had changed the pump's battery. She did not notice the pump's date/time resetting. On (B)(6) 2012, the reporter claimed that the patient's bg's had been within target. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom of shakiness which can be associated with severe hypoglycemia. She also claimed that the pump's time of day setting was incorrect. At this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.